Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level ranged from 119-258 mg/dl. Reportedly, the pump and transmitter had already regained connection prior to the report to tandem technical support (cts). Customer declined to further troubleshoot with cts as issue was already resolved.